Manufacturer narrative:
(B)(4).

Event description:
It was reprorted that the asymptomatic patient presented in clinic with pulse generator in backup vvi mode. Further trouble shooting could not be performed due to battery status. No intervention had been performed or reported.